Event description:
In 2008, spacelabs received a report from the hospital that a monitor shut down and lost all trend data. The staff commented that this has happened before.

Manufacturer narrative:
Spacelabs evaluated the pt monitor on-site. The parameter module in use at the time of the reported malfunction had been removed from the monitor and was unavailable. The monitor was evaluated with a replacement parameter module and found to perform to specs. Spacelabs has requested that the device involved in the incident be returned to our facility for a more detailed investigation. Spacelabs is waiting to receive the device.